Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin. The customer stated that blood glucose went from 486 mg/dl to 328 mg/dl. The customer¿s blood glucose was 466 mg/dl at the time of the incident. The customer¿s current blood glucose was 456 mg/dl. Customer treated for high blood glucose with insulin pump. The customer was assisted with performing high pressure test and test was passed. The insulin pump will not be returned for analysis.